Manufacturer narrative:
. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic retrograde cholangiopancreatography and endoscopic ultrasound (ercp and eus) procedure performed on (B)(6) 2025. During the procedure, the stent failed to deploy properly. The procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event at this time.